Event description:
It was reported that, "the acetabular augment broke as dr. (B)(6) was tightening the screw that was being used to secure the implant to the bone. Dr. (B)(6) quickly removed the broken augment and replaced it with one of the same size."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.